Manufacturer narrative:
Documentation from event is currently under review.

Event description:
Customer reported that the panorama central station alarmed at the start of a bradycardia episode, but then followed by no audio or visual alarm. No pt injury was reported.